Event description:
The customer reported that the unit self-activated. There was no pt involvement or injury. Add'l details regarding the incident could not be provided by the site.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.